Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) experienced several issues. The charger, communicator, and handset were not functioning properly. The implanted neurostimulator battery was not holding a charge as expected. The communicator displayed blue and green flashing lights when plugged in but went dark when unplugged. During a charging session, beeping started shortly after initiation, even after repositioning several times. Despite confirming the patient's battery was 100 percent charged, the therapy was found to be off. Troubleshooting steps included powering up the handset, resetting the communicator by holding down the power button for 45 seconds, and resetting the recharger. These steps did not resolve the issues. It was decided to replace the communicator, and an email was sent to the repair department to facilitate this replacement.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6)product type product ID wr9230 lot# serial# (B)(6)product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.